Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a hcp which identified the poly exchange, three weeks after the initial right knee arthroplasty it was reported that the surgical incision was well healed, and range of motion is limited secondary to swelling consistent with post operative timing and that the patient was doing well. It was then further reported in the notes that during an office visit, that three weeks out from partial knee poly swap the patient was doing well and continuing to work with therapy with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D-10: ref 161468 lot 66300657 oxf twin-peg cmntd fem sm PMA. Ref 154723 lot 605920 oxf oxf uni tib tray sz c rm PMA. Unk cobalt bone cement, lot unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent an initial right unicompartmental right knee arthroplasty a year ago. Subsequently, underwent a poly exchange on an unknown date for an unknown reason. No additional information has been provided.